Event description:
It was reported that applications for three device models were no longer in the programmer, so it was not able to interrogate any of those three device models. The attempt to reinstall the applications was not successful due to a system error. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment that the application for several device models was unable to be installed and an error code generated. Analysis determined that because the failure occurred after the actual install started that the application for those models no longer existed on the programmer when it was sent in.